Event description:
Healthcare professional reported left side cyst and rupture. Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst.

Event description:
Healthcare professional reported, left side cyst and rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Cyst: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.